Manufacturer narrative:
The lens was returned in a clear water-like liquid inside a specimen cup. The lens was cleaned with lphse for further evaluation. The lens was allowed to dry. A power and resolution test was conducted by an engineering tech and the lens met specification for a reported diopter lens. Associated products were not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. Information contained in the initial report description indicated that an explant was to occur due to the reason ¿when brings closer quivering of eye tearing/blackline.", with a clinical reason of " patient does not like quality of vision". A power and resolution test was conducted with the explanted lens. The lens met specification for a reported diopter lens. Several attempts for follow up were made. Information was provided that the multifocal company lens was removed and replaced with a different multifocal lens model of the same diopter. The results of the evaluation and the information provided suggests that the complaint may be related to the patient and unrelated to the lens. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Information received indicating that the lens was explanted. The explanted lens has not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint. The explanted lens has not returned. If the lens becomes available, the file will be reopened and updated. Information was provided that indicated the company 24.0 diopter lens was removed and replaced with a company's another model 24.0 diopter lens. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced quivering of eye, tearing, blackline and patient does not like quality of vision. Due to it, iol was explanted 133 days following the initial procedure and replaced with different model.